Event description:
It was reported that there were concerns this pacemaker was intermittently oversensing farfield signals from the right ventricle (rv) on the right atrial (ra) channel. Technical services (ts) reviewed the device data and noted that the rv signals were interpreted as premature atrial contraction (pac) instead of being appropriately blanked. Ts recommended extending the blanking period. This device remains in service. No adverse patient effects were reported.